Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulsed field ablation (pfa) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. Reportedly, when the physician went to put the 8f sheath back in to exchange for longer wire, both of the suture knots came back out of the body. The one was able to be sent back down in the track, but the other was stuck and not moving as if it had been locked. The physician cut the suture and pre-placed the sutures of another prostyle device before upsizing the sheath to a 14f. The pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.